Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that the patient experienced phrenic stimulation. The polarity was reprogrammed and the device remains in use. The patient is a participant in the more care study. No patient complications have been reported as a result of this event.